Event description:
In 2008 this new admit to hosp was placed on a vela ventilator. The pt experienced respiratory distress due to inadequate ventilation and was subsequently transferred to the ICU. After the pt was transferred to the ICU, registered technologist ran safety checks on the vela ventilator. The ventilator failed the safety check x3. Registered technologist removed the ventilator from service and completed checks on the remaining 3 vela vents in use - those passed without issue. Hill-rom bio-checked ventilator 3 days prior to pt admission. Patient returned to facility about 3 days later. Viasys rep inspected ventilator and found a broken flow sensor. Safety check would not have found this defect per viasys rep.